Manufacturer narrative:
According to available information, this device was removed. No further information is expected regarding this event, therefore our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a few weeks after implant a replacement procedure was performed. This device was removed and replaced due to infection. No further patient symptoms were reported.